Manufacturer narrative:
Several unsuccessful attempts were made to contact the physician and the hospital risk management department to obtain the device that was reportedly involved in this case.

Event description:
Stent was implanted in 2005. There was no complication associated with the implantation procedure. The patient complained of abdominal pain. Although there was no evidence of device malfunction, the physician decided to remove the stent on the 7th day after implantation due to the abdominal pain. The first attempt to remove the stent was unsuccessful. The suture broke when the stent was located in the upper esophagus. The doctor attempted to remove the stent using forceps and the stent came apart. As a precautionary measure, the patient was intubated and the stent was then successfully removed removed after several attempts. There was no patient injury reported.